Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old caucasian female patient underwent unspecified breast surgery with 375cc mentor smooth round moderate profile on both sides and experienced generalized illness symptoms including burning sensation, hair loss, vision blurry, thyroids issue, abnormal pap smear, high cholesterol, skin dissociation, frequent urination, swelling, pain, inability to move arm, vision issues, and headaches. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor is aware that the date of implant is before the manufacture date of lot 5763854. Follow-ups are in progress, and no response has been received regarding the date. If any clarification or information is received in the future, a supplemental report will be submitted. This medwatch report is for the patient¿s side implanted with serial number (B)(4).

Manufacturer narrative:
On september 29, 2022, mentor became aware that the date of bilateral removal surgery was (B)(6) 2022. Mentor also became aware of the following information and corresponding fields have been updated on this form: - this was patients primary breast augmentation procedure - date of implant was (B)(6) 2007; field d6a has been updated - implant side was left for serial number (B)(6) - patient age was updated from 45 to 34 under field a2 - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2022. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: left side generalized illness since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. H6 health effect - clinical code e2402: generalized illness this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).